Event description:
It was reported that patient underwent a revision procedure utilizing biomet's cement removal system (ultra-drive disk drill) to remove competitor product on (B)(6) 2014. During the revision procedure, the disk drill tip fractured off into the canal. The surgeon was unable to retrieve the fractured tip and it was retained by the patient. Another ultra-drive tip was used to complete the procedure and a biomet hip was implanted. A delay of thirty minutes occurred as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative fracture or breakage of instruments has been reported.¿